Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024 for a stroke. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing stroke like symptoms of weakness and confusion during pd treatment with the fresenius cycler. It was confirmed the patient was hospitalized on (B)(6) 2024 for stroke-like symptoms. However, it was reported the patient did not have a stroke. Rather, the patient was hyponatremic. The nurse stated that the cause of the hyponatremia is unknown. However, it was confirmed that the patient did not have any issues with dialysis, nor any product malfunctions in relation to the event. The patient remained hospitalized at the time follow-up was performed. No further information was available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalized temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for hyponatremia characterized by confusion and weakness. Based on the reported information, the cause of the hyponatremia cannot be established. However, currently there is no objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Patients with renal failure often experience electrolyte imbalances due to loss of the kidney¿s ability to regulate electrolytes in the body. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly for hyponatremia characterized by confusion and weakness. Based on the reported information, the cause of the hyponatremia cannot be established. However, currently there is no objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Patients with renal failure often experience electrolyte imbalances due to loss of the kidney¿s ability to regulate electrolytes in the body. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 3/sep/2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2024 for a stroke. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing stroke like symptoms of weakness and confusion during pd treatment with the fresenius cycler. It was confirmed the patient was hospitalized on (B)(6) 2024 for stroke-like symptoms. However, it was reported the patient did not have a stroke. Rather, the patient was hyponatremic. The nurse stated that the cause of the hyponatremia is unknown. However, it was confirmed that the patient did not have any issues with dialysis, nor any product malfunctions in relation to the event. The patient remained hospitalized at the time follow-up was performed. No further information was available.